Event description:
Caller reported an issue where the insulin pump displayed an amount different than expected, with a fill estimate issue showing +60 units instead of over 200 units as anticipated. There was no adverse impact to the customer's blood glucose level. The caller was guided through troubleshooting steps, including delivering a bolus and loading a new cartridge, but the discrepancy remained. Consequently, technical support decided to replace the pump and affected cartridges. The customer was instructed on returning the problematic pump and confirmed they would use the current pump as backup to ensure insulin delivery.